Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the plastic pad of shears was broken during procedure when cutting and coagulating soft tissue, so the customer had to open a new one. The active blade was not fully motorized as usual (blade movement was not as fully powered as usual), which made it difficult to control bleeding. Surgeon had to open a new device and finish procedure. Surgery was prolonged three hours. No adverse consequences reported. Additional information requested and received; the tissue pad was opening up but did not fall into abdominal cavity. So no need to retrieve. No blood product was required. Three hour is about normal procedure time and bleeding did not significant delay the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.